Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. External equipment was exchanged. However, the reported problem was not resolved. The pt was seen at the center for device evaluation. The center confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionic cochlear implant.